Manufacturer narrative:
Random error (low energy) not repeated any more. Impossible to determine the root cause. We are unaware about operator injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.